Manufacturer narrative:
(B)(4). . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had an off no power alarm without a low battery indicator. The customer's blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to missing battery tube spring. Unable to perform functional test due to blank display. Unable to verify unexpected battery power loss due to blank display. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.